Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had passed out, fallen and went to the emergency room. System evaluation noted that this atrial lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No other adverse patient effects were reported.